Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, during a procedure, an anaesthetized patient became hemodynamically unstable, and it was found that the endotracheal tube (ett) was kinked. Per reporter, as a result of the kink, full ventilation was not being provided to the patient resulting in the patient becoming hemodynamically unstable. Reporter alleged the patient experienced hypoxia due to the ett issue and stated the product was poor quality/thin walled/soft.